Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit with minor scratches on lcd window and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call broken retainer ring and damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the retainer ring was broken and the display screen was scratched. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.